Event description:
It was reported that a revision surgery was performed to remove the poly. It is unknown why the patient required a revision surgery. Devices were too old. No more information is available.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and without the requested supporting clinical documents a thorough medical investigation cannot be rendered. Should information become available this complaint can be re-assessed. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.